Manufacturer narrative:
Device evaluation is not necessary because the reported events have been determined as not related to vns therapy.

Event description:
It was initially reported that the patient underwent vns replacement surgery due to the physician's desire for a newer model and increased efficacy. However, clinic notes were received several years later and indicated that the replacement was due to migration and the resulting protrusion per the patient. It was stated that the new generator was repositioned in order to preclude serious injury. Follow up with the patient's current physician regarding the cause of the migration and protrusion revealed that it was unknown to the office as this occurred prior to the patient being seen by them. No additional relevant information has been received to date.